Event description:
(B)(4): on (B)(6) 2025 - pt developed gib and is febrile. Pt received 2 units prbcs last night, 1 unit yesterday afternoon. Hit positive, so heparin stopped and argatraban started but then turned off. Pt was coughing up bloody sputum, so intubated last night for airway protection, bronch was negative. Co 5.8, ci 3, svo2 78, hr 109, bp 112/75 (nibp as al is not working, awaiting new one to be placed), cvp 7 (md asking rns to keep cvp 10 with boluses), pap 38/29. Remains on dob 5, ne 30, vaso 0.03, and lido 1. Ppp, no issues or alarms with impella. P9 with if 3.5-3.8. Uop remains > 200 c/y. Pt became hypotensive yesterday post lasix so stopping for now. Plan per dr. (B)(6) is to start abx for fever, continue volume resuscitation for cvp 10, and wean impella as able to do so w/o adding increasing chemical support. Case wrap-up: on (B)(6), pump explanted this evening following successful wean of device. Initially with concern for ischemic leg, unable to heparinize pt or put on argatroban d/t being hit positive and obtaining gi bleed/bloody emesis. Physicians opted to remove pump under relatively stable hemodynamics. Pt on two low-dose pressors at time of explant. Ultrasound done after explant showing improvement in blood flow down leg.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (serial, catalog number). Upon review, the section d catalog and serial number have now been updated. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
A 72 year old male with a coronary multivessel disease was turned down for cardiac surgery and thus planned for an elective percutaneous coronary intervention with support of an impella cp. Following a wire perforation of the right coronary artery, unrelated to the impella, the patient ended the procedure on high doses of vasopressors and inotropes and the decision was made to keep the impella cp. The patient was transferred to the intensive care unit. After two days on support, the patient developed a gastrointestinal bleeding requiring multiple blood transfusions and a fever requiring antibiotics. Following a heparin-induced thrombocytopenia, heparin was stopped and argatra-ban started but then paused due to disseminated bleeding events. The patient was coughing up bloody sputum, so he was intubated for airway protection, a bronchoscopy did not reveal a source of bleeding. As hemodynamics improved, the impella cp was successfully weaned and removed after two days of support, also due to a growing suspicion of ischemia of the limb.